Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va214ev, implanted: (B)(6) 2019,explanted: 2019-12-18, product type: lead. Product ID: 3387s-40, lot#: va1fy4f, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-may-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a non-healing wound over the burrhole. No external factors were known. A wound excision was performed several weeks ago and the entire system was removed on (B)(6) 2019. The patient was given antibiotics. The issue was not yet resolved at the time of reporting.

Manufacturer narrative:
Product ID 3387s-40, lot# va214ev, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID 3387s-40, lot# va1fy4f, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirming the device was completely explanted, including all components. The issue was confirmed to be resolved following antibiotics.